Event description:
It was reported that the ilet displayed a persistent ¿tap button to wake screen¿ message with no change after tapping, the device vibrated without screen response, the on-screen time did not update, and horizontal lines appeared after a prolonged button press while on the charger, leading to a device replacement and instruction to use backup therapy; blood glucose was 110 mg/dl and unaffected. Symptoms included no clinical effects. Outcomes included no user injury, no medical intervention, and continued glucose monitoring with cgm. Investigation included customer interview and troubleshooting over the phone. Investigation of this device revealed a screen/display malfunction and failure to wake, consistent with a device hardware display issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.